Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Mre review: a manufacturing record evaluation was performed for the finished device number lot 31313722l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. Seven to ten minutes after mapping, before contact force (cf) zero acquisition, there was a sudden drop in blood pressure, and pericardial effusion was confirmed by soundstar which had been placed in the right atria. After the left atrial approach after brokenbrough and when the catheter was taken to the right pulmonary vein after mapping, the catheter position had penetrated the roof. Cardiac tamponade was diagnosed. Pericardial drainage was performed but bleeding did not stop. The patient was transferred to the operating room, the thorax was opened, and hemostasis was performed. There was a perforation in the right roof of the right atrium. The wound was closed, and the thorax was closed. The patient improved but the patient required extended hospitalization. Radiofrequency needle (bsj 71cm c1) was used for transseptal puncture. Ablation was not performed before pericardial effusion or tamponade was identified. The physician's opinion on the relationship between the event and the product was no causal relationship with the product. Per the physician, it was necessary to confirm the cf earlier. There were no abnormalities before or during use of the product.

Manufacturer narrative:
On 18-jul-2024, bwi received additional information regarding the event. Perforation by qdot was confirmed on imaging. During open chest surgery, a hole of similar size to qdot was observed. Although there was still some possibilities of prior perforation with puncture needle or wire, the medical team believed that the issue was caused by the qdot based on these findings. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).